Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6252680. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. No further investigation is required due to low severity and low occurrence levels. Incident samples were not returned from the customer or the customer discarded the samples for investigational purposes. This lot number and incident will be monitored for future occurrences. The complaint file will be reopened for testing of samples if received at a later date. (B)(4).

Event description:
It was reported that the plunger does not glide easily on a 60 ml bd¿ syringe with bd luer-lok¿ tip. No injury or medical intervention.